Manufacturer narrative:
This report is submitted on august 22, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with oral and IV antibiotics and steroids (mode of administration is unknown). The receiver/stimulator had migrated resulting in a re-positioning of the device. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date and duration not reported). This report is submitted on october 10, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the device (date not reported). This report is submitted on september 18, 2023.